Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five months ago.